Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one unsealed x-port MRI implantable port kit including one x-port MRI implantable port, two cath-locks, one catheter, one 8.0fr peel-apart sheath and vessel dilator, one tunneler, one syringe, one right angle non-coring needle, one straight non-coring needle, one vein pick, one introducer needle, one j-tip guidewire loaded to a guidewire hoop and one sealed safety infusion set were received for evaluation. Visual, tactile and functional evaluations were performed. The catheter was patent to both infusion and aspiration without issue and no leaks were observed throughout tests. Therefore, the investigation is unconfirmed for the reported fracture issue as no evidence of fracture was noted. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly cracked. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one unsealed x-port implantable port kit was received for evaluation. Visual, tactile and functional evaluations were performed. No visual cracks were noted to the catheter. The catheter was patent to both infusion and aspiration without any issues and no leaks were observed throughout tests. Therefore, the investigation is unconfirmed for the reported fracture issue as no evidence of fracture was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly cracked. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly damaged. The procedure was completed by using another device. There was no reported patient injury.